Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned due to an unknown reason. The decision was made to implant a permanent pacemaker in the patient. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrioventricular block and a pacemaker implant was implanted was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that 25mm was implanted at a non-coronary cusp depth of 4mm and a left coronary cusp depth of 6mm using a small delivery system. It was noted that the patient had a normal sinus rhythm prior to implant. There was no calcification extending beneath aortic annular plane in the interventricular septum noted. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure reported. On 07 july 2022, the patient was noted to be experiencing an atrioventricular block. On 11 july 2022, the decision was made to implant a permanent pacemaker to treat the atrioventricular block. The patient was stable at the time of report.